Event description:
Per the clinic, the patient experienced a performance decrement, pain with and without device use, and a skin flap breakdown resulting in extrusion of the device. The device was explanted (B)(6), 2012 there are plans to implant the patient with a new device on the contralateral side, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).